Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing pocket stimulation due to an automated polarity change. Low atrial lead impedance had caused the device to change to bipolar stimulation. Noise was also observed on the lead. Device reprogramming was performed and the patient would continue to be monitored.